Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown shoulder glenoid; unknown shoulder humeral stem; unknown bone cement.

Event description:
The patient was revised to address pain and range of motion issues. Surgeon removed osteophytes and changed head from eccentric to standard. Doi: (B)(6) 2018; dor: (B)(6) 2018; right shoulder.